Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-13. The patient reported that they believe that they thought that the catheter broke around 2002 but couldn't remember if they were mixing that up with the granuloma. The patient did not have the catheter serial number and could not provide their weight at the time of the event. According to the patient, when the catheter was broken, they could see it in an x-ray. The catheter was replaced but they could not recall anyone saying what might have caused the break. No accidents or similar events had occurred that might have led to the broken catheter. The patient noted that they had a surgery to replace the broken catheter and got a new unit which was due to switched out on 2019-apr-16. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot# j0056627r, implanted: (B)(6) 2000, product type: catheter; ubd: 31-oct-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy)/causalgia-complex pain syndrome. It was reported that the patient's catheter broke in 2007. No symptoms were reported. No further complications were reported or anticipated.